Manufacturer narrative:
No radiographs were provided. Part met acceptance criteria upon release. There is no evidence of implant or instrumentation malfunction. The instructions for use lists potential adverse effects of hip arthroplasty that include femoral bone fracture during intra-operative bone preparation or impaction, post-operative femoral or acetabular fracture by trauma, excessive loading, bone defects from previous surgery or reaming, and bone resorption. If information is obtained that was not available at the time of the initial report, a follow-up will be filed as appropriate.

Event description:
A (B)(6) year old patient underwent bipolar hip arthroplasty on (B)(6) 2018 due to femoral neck fracture. The operation was successful as well as the initial followup. Subsequent followup discovered a femoral bone fracture causing stem rotation. On (B)(6) 2018, the patient underwent revision surgery and the stem was replaced with another company's stem and cable around the bone. The surgeon indicated that the patient's bone condition was the issue.